Event description:
It was reported that in late 2007, the patient had revision surgery for a kinked catheter and to reposition the pump. Surgery was required because the patient was implanted with a smaller pump placed within a larger pocket. The medications being delivered via the device system were baclofen and morphine sulfate. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.